Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm batter out limit. Customer's blood glucose was 90 mg/dl. Customer was advised to check alarm history and has received multiple battery out limit the customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.